Event description:
Presenting electrograms (egm) is suggestive of mode switch discussed at/af evidence vs episode detection. Intermittent atrial undersensing occurring, clinician aware. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).